Event description:
It was reported a downstream occlusion. No patient injury was reported.

Manufacturer narrative:
Other, other text: d10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt. Error codes were found in the ehl (event history log) multiple times. The customer reported issue was duplicated during the investigation as, while performing the functional test, it was found that the downstream occlusion sensor was inoperable or stuck. Root cause of the reported issue is unknown, but the downstream occlusion (dso) sensor was found to be inoperable. The downstream occlusion sensor will need to be replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: model number: 2120, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.